Manufacturer narrative:
The alleged event, instrument ¿ misdrilling ¿ was not confirmed. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). The returned device was conforming to specifications and was fully functional. Potentially reduced accuracy in guidance is usually found during functional check (required per labelling). In case of any deviation it is realized prior to use. Pre-operative testing is required in the labelling; maintaining measures during and after re-processing is also highlighted in the labelling. Although a root cause could not be determined the alleged event was classified having been caused by a suboptimal intra-operative procedure and was regarded being user related. In case other essential information becomes available we reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
As reported: "the target device is not precise." Additionally reported: "an incorrect locking of the distal static locking of the 200mm gamma nail."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the target device is not precise." Additionally reported: "an incorrect locking of the distal static locking of the 200mm gamma nail."